Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. The customer's blood glucose level was 128 mg/dl. Customer loaded a new cartridge to resolve the issue.